Event description:
It was reported that patient underwent knee arthoplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011 due to infection. All components were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects #2 states "early or late postoperative infection and allergic reaction." This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2011-01021 - 01026).